Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device continuing to run on its own was confirmed. Based on the investigation details, the likely cause for the overheating was problems with the motor, rotor, and geartrain, which were each replaced along with other components as part of preventive maintenance. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece continued to run on its own during a luxating patella procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device.